Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient was revised due to groin pain. The cup and head were removed.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date ¿ ni. Unique identifier (UDI) # - ni. Date implanted - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient underwent hip revision procedure due to groin pain. All components were removed and replaced.